Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 15% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump properly despite the attempt of multiple power sources. Customer reported blood glucose level was 110 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.